Manufacturer narrative:
Additional information was received that antibiotics were given to prevent infection. It was also noted that nothing happened during the procedure that may have caused more back pain to the patient other than normal procedural pain.

Event description:
A report was received that the trial patient was having a lot of back pain. The physician believed that the pain was not device related. The patient underwent an early lead pull procedure. It was noted that the patient was in pain and was sent to the emergency room (ER). The patient was prescribed antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the trial patient was having a lot of back pain. The physician believed that the pain was not device related. The patient underwent an early lead pull procedure. It was noted that the patient was in pain and was sent to the emergency room (ER). The patient was prescribed antibiotics.